Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient had double vision and was viewing through the iol edge because the iol had subluxed. The haptic was found to be amputated but was unclear how that happened. At first it was assumed that due to zonular dehiscence the iol would not position well. The iol appeared to be positioned correctly after the second surgery when the capsular tension ring (ctr) was implanted, however on postoperative day 1 (pod1) it was discovered to be subluxed once more. As a result, the patient underwent additional surgery, during which iris hooks were employed and an amputated haptic was discovered to be the problem. The iol was removed and replaced with another lens in a secondary procedure without any complications. According to additional information implantation was done in patient's left eye. The loader might have also contributed to the left eye problems. A replacement lens made by the company was used. After changing lenses, the patient's problems were solved.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of broken haptic, double vision and intraocular lens (iol) explant; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Furthermore, per the reported information, the company lens was used with the company iii handpiece. Per the company iol directions for use (dfu) the company lens is only qualified with the company IV handpiece. Therefore, the root cause of the reported event is use error. The manufacturer internal reference number is: (B)(4).